Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 5/7 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell (due to it being on too small of a table) and became disconnected from the supply line of the homechoice set during therapy. The home pt reconnected the fallen supply bag to the supply line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.